Event description:
Bilateral inguinal hernia repair with polypropylene mesh. I have had pain and swelling in area near mesh. I can feel a hard knot under my skin. Docs say there is nothing wrong. Mesh should not be used in humans. FDA safety report ID # (B)(4).